Event description:
During baxter's evaluation of this device for a separate symptom, it was discovered to constantly alarm for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Initial evaluation found this unit to constantly alarm for "upstream occlusion." The readings from the ultrasonic sensor were below specification caused by a failed upstream sensor. These low reading can cause false upstream occlusion alarms. The upstream sensor was replaced.